Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a hole/puncture in the cassette sheeting. Functional testing of the device, which included leak testing, clear passage testing, clamp function testing and simulated-use testing confirmed the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported condition was verified. The cause of the alarm was determined to be a hole in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
During evaluation of a cassette for a reported alarm it was noted that the cassette was leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available